Manufacturer narrative:
Field service engineer (fse) visited and found the reagent probe bent, the reagent syringe slightly loose and the cuvette ring upside down. Fse replaced the reagent probe and wash head assembly and performed preventive maintenance. Fse retrained customer on preventive maintenance procedures to prevent similar issues. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this analysis.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding several falsely high image results generated by the immage 800 immunochemistry system. The results provided by the customer are shown. Only one specimen was reported outside the laboratory and the result was questioned by the physician. The sample was repeated and gave lower results than original. There was no death, injury, or change to patient treatment as a result of this event.